Event description:
Customer reported receiving a glucose result of 229 mg/dl on their freestyle flash blood glucose monitor, which seemed higher than they felt. During the course of troubleshooting with adc customer svc, it was discovered that the unit of measure was set to mg/dl instead of mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.